Event description:
Related manufacturer reference number:2017865-2021-27600. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead was pulled back but still in coronary sinus and externalized conductors were noted on the right ventricular lead. Both leads were explanted and replaced. The patient was in stable condition.